Manufacturer narrative:
Device evaluation summary: visual inspection showed no outward signs of damage to the device or connector pins. Additional visual inspection showed saline residue in the tubing. There was no saline flow observed from the jaws when attached to 300 mm/hg pressure cuff. The device was cut apart and the tubing/flow restrictor was blocked with a rust-like foreign material. The "h" connector was attached to a syringe filled with di water and when it was engaged there was flow observed at the jaws. The reason for return was confirmed for no saline flow. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical radiofrequency ablation operation using the cardioblate lp standalone, there was unexplained water leakage from the device. Despite various troubleshooting methods attempted by the customer, the issue persisted until the device was replaced with a new product, allowing the operation to be completed successfully. No patient complications have been reported as a result of this event. Medtronic received additional information that there was no damage observed to the device. Medtronic received additional information, through analysis of the returned device, that there was no saline flow observed from the jaws of the probe.